Event description:
This patient reported they think their battery might be dead as the patient has been feeling more depressed with mood changes over the past month. The patient has not been seen by their psychiatrist within the last year and therefore their device has not been interrogated or adjusted in the past year. The patient stated that she was set on high settings. The patient was given several neurologists in their area to contact to interrogate her device. No other relevant information has been received to date.

Event description:
The patient underwent generator replacement due to battery depletion. Product return is not expected per hospital policy. No further relevant information has been received to date.

Event description:
The physician reported that diagnostics indicated that the patient's generator was at eos-yes (end of service - yes) . He indicated that the patient's depression was worse than pre-vns levels and that this was attributed to battery depletion. Impedance wasn't available due to depletion. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
It was reported that the patient saw her physician and her device was found to be at end of service (eos-yes) condition. No further relevant information has been received to date.